Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. The reported pt effects of angina and restenosis are known adverse events as listed in the instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Device issue: none. Adverse event: restenosis requiring revascularization. Onset of adverse event: approx one year post deployment. It was reported via trial that on (B) (6) 2008, the pt underwent stenting of the predilated mid left anterior descending artery with one xience v stent. On (B) (6) 2009, the pt was admitted into the hospital for recurrent angina since (B) (6) 2009 with daily chest pain on mild exertion. A percutaneous coronary intervention was done and the target vessel was revascularized on (B) (6) 2009. The pt's symptoms stabilized on (B) (6) 2009, and the pt was discharged on (B) (6) 2009. No add'l info was provided.